Manufacturer narrative:
A supplemental report is being submitted for device evaluation. The battery was not returned for evaluation. Review of log files pertaining controller to revealed that the battery exhibit an abnormal high cycle count due to a communication error. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the battery unusual/abnormal cycle count. The battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use. No patient complications have been reported as a result of this event.